Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device experienced numerous inappropriate shocks due to atrial fibrillation heart rhythm with rapid ventricular response. The patient's medication was changed. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.